Event description:
It was reported that there was an over infusion of heparin. The bag with approximately 300ml of heparin medication was programmed to infuse at a rate of 20 units / hour. After two hours, the bag was found to have emptied unexpectedly quickly. The patient was examined and it was noted no active bleeding. A new bag of medication was set up and the pump was noted to infusing faster than expected. The pump was changed for a different pump. The hospital contact indicated there was no patient harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer? , if other specify, imdrf annex a,g,b,c and d codes manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that there was an over infusion of heparin. The bag with approximately 300ml of heparin medication was programmed to infuse at a rate of 20 units / hour. After two hours, the bag was found to have emptied unexpectedly quickly. The patient was examined and it was noted no active bleeding. A new bag of medication was set up and the pump was noted to infusing faster than expected. The pump was changed for a different pump. The hospital contact indicated there was no patient harm.